Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Five unused samples were received for investigation. The samples were evaluated; the safety shield was activated and the shields closed properly securing the needle. The samples did not confirm the reported condition. The investigation did not identify a systemic issue with the product or process. Therefore, a corrective and preventive action is not necessary at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
The following sections were corrected: section d3 manufacturer name, section e1 and section h3 due to the data being inadvertently entered incorrectly during the initial submission of this report.

Event description:
The customer reported that while giving vaccines using these needles, the needles did not slide and close all the way, causing the mas to get stuck with the needle. There have been instances too, while the mas give vaccines with one hand, go to pick up another vaccine, and find that the needle they thought they slid close, is actually not closed at all, and exposed after use. Additional information received on 09dec2025 stated that one ma was stuck with a needle while giving a vaccine. It is unknown if any intervention or testing was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.